Event description:
The pump filter could not be installed. This was due to shavings from a previously mis-threaded filter remaining in the coupler threads. The system as assembled would not maintain proper suction. A backup system was available and the case was performed properly.

Manufacturer narrative:
Defect noted prior to use. (B)(4), this defect, if not discovered, could contribute to injury or death.